Event description:
A patient reported experiencing inaccurate high results with a meter. The patient's blood glucose results were 354, 198, 197 mg/dl. Tests were done within 20 minutes with a difference of 37%. Patient did not experience any adverse events. No further information has been reported.